Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to pocket erosion. This information was revealed during a hospital third party audit inwhich the patient files were reviewed. Further investigation reveals that the out of service paperwork submitted by a boston scientific sales representative back in 2009 indicated that this product was explanted for normal battery depletion and no adverse patient effects were reported at that time.